Event description:
Additional information received later reports there was not a fifty percent or greater symptom reduction. The event cause was determined and it was related to the device. No reprogramming was needed. Device was turned off and the healthcare provider turned it back on and showed the patient how to determine if it was off or on and how to turn off and on. It was reported that the patient recovered without permanent impairment.

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient had a return of symptoms the day of reported event date and came into the clinic. The healthcare provider states he interrogated with the clinician programmer and noted that the ins (stimulator) was off at the time. The healthcare provider agreed that the return of symptoms was likely to be related to ins being off. Caller turned the ins back on. The icon was reverting back to the splash screen when trying to synch with ins. The caller check and it was confirmed that the patient was using heavy duty batteries. The caller switch to regular alkaline and that resolved the issue. It was reported the patient had greater than fifty percent symptom reduction. The patient¿s device was turned off a few weeks prior. The loss of therapeutic effect and stimulation sensation had been sudden.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0f43k, implanted: (B)(6) 2014, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).